Event description:
Patient had novasure ablation done in (B)(6) 2009 by (B)(6). A MRI was not obtained for the focal adenomyosis that was later diagnosed after a hysterectomy. She complained of severe pain (B)(6) 2010 that radiated from pelvis to mid back and down legs. In (B)(6), an ultrasound was finally done and should fluid retained in uterus. Patient had fluid removed, and later was hospitalized on antibiotics and had d/c at that time. Another ultrasound was done in (B)(6) at (B)(6) and should fluid again and possible stenosis cervix. Fluid was drained again and once again in (B)(6). The patient ended up needing a hysterectomy due to the stenosis cervix and recurrent infections. The patient ended with pudendal nerve damage and chronic pelvic pain. She is unable to sit for prolonged periods due to the pain and required four pudendal nerve blocks. Life as she knew it is no longer due to this procedure and the doctor's lack of education to assess for complications of this procedure.